Event description:
It was reported during implantable neurostimulator (ins) implant and upon retrieval of the leads, bodily fluid was found in both lead end caps despite proper use of the boots supplied in the kits and silk ties. The lead end caps removed as per usual and leads were cleaned, dried, and remained implanted. It was reported "all is well." No patient symptoms or injuries were reported related to this event.

Manufacturer narrative:
Product ID neu_stimboot_acc, product type accessory, product ID neu_stimboot_acc, product type accessory. Analysis of the lead caps revealed no anomaly. Bodily fluid was observed in the lead caps but it was noted the boot is intended to limit fluid ingress, not block it completely. Analysis of the boots revealed no significant anomaly. The bodies of the boots were cut but it was noted the cut was needed to insert the wrench to loosen the setscrew. Bodily fluid was also observed in the boots.

Manufacturer narrative:
Product ID: neu_leadcap_acc, product type: accessory. Product ID: neu_leadcap_acc, product type: accessory. Product ID: 3389s-40, lot# v777071, implanted: (B)(6) 2012, product type: lead. Product ID: 3389s-40, lot# v97526, implanted: (B)(6) 2012, product type: lead. (B)(4).